Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticm5_13.7 implantable collamer lens, -07.00/+1.0/104 (sphere/cylinder/axis) within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The surgeon did not implant another icl lens. The cause of the event was unknown.